Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that they keep trying to charge the implant (ins) but cannot get it charged past 80%. Patient stated that they use the belt but still get a message about having bad connection when they try to charge. Patient noted that this has been going on for a week now and they are unable to charge. Agent had the patient inspect the recharger for any visible damage; patient said that the cord was kind of bendy. Agent had the patient start a charge session; patient added that they were recharging and the implant was at 50%. Shortly after, patient mentioned that the recharge quality was bouncing between recharging, recharging good, and recharging excellent. The issue was not resolved. An email was sent to the repair department to replace the device. Pt called back from number registered saying they got the replacement recharger, but still couldn't charge. Pt said yesterday and today they just kept getting poor quality message, even after repositioning. Agent had patient enter passive recharge mode and pt reported middle number 88. Pt kept paddle in place and attempted to start a recharge session, but saw poor quality right away. Pt checked controller port but didn't see any damage. Pt cleaned connections, reset controller and verified they were using the new recharger, then tried to start another charging session but again saw poor quality right away. Patient confirmed no trauma to the area of the ins. Agent sent replacement controller request to repair and redirected to doctor should the connection issue continue. Patient called stated they received the controller and rtm and they are still getting poor quality when trying to recharge the ins. Agent asked clarifying questions. Patient stated they reposition the rtm and continue to get poor quality. Agent asked if patient had fall or trauma and patient said no. Agent reviewed device function and recommend patient consult with hcp ofc for next steps. Pt called back repeating they were still getting poor recharge quality with new controller and recharger. Hcp told pt to call and get a new battery pack. Reviewed battery pack was not the root cause of poor recharge quality. Redirected to hcp to check the implant. Reviewed hcp can contact the rep if needed.